Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was unknown. The customer reported that her current battery cap is warped and it won't seal tightly. The customer was advised that we will send a replacement battery cap.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. The pump had a stripped battery cap coin slot, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.